Event description:
Per ventricular assist device engineer, "patient presented with driveline short-to-shield. Speed drops occurred when patient was on wall power with no alarms occurring on batteries. In the ER, x-rays were taken of driveline from pump to controller. X-ray images and log file of alarms were sent to vendor. Vendor came to hospital to repair driveline. Alarms stopped occurring after repair was completed". Reportedly, no harm to patient.